Event description:
It was reported that the programmer was unable to recognize or interrogate devices. Trying with a new programmer head did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer was unable to recognize/interrogate devices; further bench testing revealed both ECG (electrocardiogram) and head connectors were loose on a printed circuit board. The power cord door is damaged. The stylus cable is damaged.